Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (b(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the removal of a lap-band port based on alleged "cracked tubing." The event was first noted when the pt reported the band "couldn't hold the fluid." Fluoroscopy was performed to confirm the event and the surgeon removed and replaced the port.